Event description:
It was reported that an alert was delivered for high, out of range hv lead impedance. Hv shocks have been programmed off, leaving atp only for tachy therapy. At this time there are no plans to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.